Event description:
It was reported that the user experienced a brief dexcom g7 continuous glucose monitor (cgm) communication issue while using the ilet bionic pancreas and upon reconnection, the sensor displayed high glucose; the event aligns with an intermittent communication failure associated with the electrical and magnetic subsystem, specifically the antenna. The user experienced a blood glucose peak of 400 mg/dl with associated symptoms of irritability and dry mouth. Outcomes included no health consequences or lasting impact. User support included communication and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between components that corresponded to an intermittent communication failure linked to the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.